Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that the ethicon suture product involved caused and/or contributed to the postoperative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon suture products used in this procedure? Web address: http://dx.doi.org/10.1016/j.surg.2016.05.035. [(B)(4)-emanuelsson 2016.pdf].

Event description:
It was reported via journal article title: operative correction of abdominal rectus diastasis (ard) reduces pain and improves abdominal wall muscle strength: a randomized, prospective trial comparing retromuscular mesh repair to double-row, self-retaining sutures. Author: peter emanuelsson, md, phd, ulf gunnarsson, md, phd, ursula dahlstrand, md, phd, karin strigard, md, phd, and birgit stark, phd. Web address: http://dx.doi.org/10.1016/j.surg.2016.05.035. The primary aim of this prospective, randomized, clinical 2-armed trial was to evaluate the risk for recurrence using 2 different operative techniques for repair of abdominal rectus diastasis. Secondary aims were to assess the outcomes of abdominal wall muscle strength, pain, and quality of life using these 2 techniques 1 year after an operation. A total of 86 patients were included in the study. Twenty-seven patients (age range 29 to 61 years old) had an operation with quill, 29 patients (age range: 27 to 62 years old) had an operation with mesh, and 30 patients (age range: 28 to 67 years old) were randomized under the training group. In the mesh group, the anterior rectus fascia was closed using a slowly absorbable pds 2-0 running suture. In the mesh group, reported complication included an encapsulated seroma in 2 patients which were revised operatively due to lack of spontaneous improvement. It was reported that the overall occurrence of seroma is reported to range between 10% and 30%. This major complication could be reduced potentially by the use of drains. The authors did not use drains because of the increased risk of infection when mesh is used. It was concluded that there was no difference between the quill technique and retromuscular mesh in the effect on abdominal wall stability, with a similar complication rate 1 year after operation. The operation improves functional ability and quality of life. Training strengthens the abdominal muscles, but patients still experience discomfort and pain.